Event description:
All devices have been single use only. The products are being sent to the manufacturer. Event1: jufq0994 fluids leaked into battery compartment. Event2: jufp1218 fluids leaked into the battery compartment. Event3: jufq0994 green liquid found in chamber where batteries are held upon completion of case. Event4: jufq0994 fluid in battery pack. Event5: jufp1218 yellow colored fluid inside battery compartment. Event6: jufq0994 saline leaked into the battery compartment. Event7: juf20994 irrigator leaked water on floor and on my hands after the case when trying to remove the batteries. Water and battery acid were in battery container. Event8: jufq0994 water leaked into pump assembly (battery compartment). Event9: jufp1220 saline is in the battery compartment. Event10: jufp1218 green liquid found in chamber where batteries are held upon completion of procedure. Event11: jufp1218 chunky, green liquid found in chamber where batteries are held upon completion of case. Event12: jufq0946 first it began irrigation motor began to run but no irrigation was coming out of the equipment. Then it began to run continuously, after words began to put an odor in the room. Event13: jufp1218 normal saline inside battery compartment when opened up to remove batteries at the end of the case. Event14: jufn0541 green liquid found in chamber where batteries are held upon completion of the procedure. Event15: jufn0541 once procedure was finished, looked inside of suction irrigator and there was fluid inside. Event16: jufp1218 button on top fell off. Event17: jufq0994 after the procedure, green liquid was found in the chamber where batteries are held. Event18: jufn0541 green liquid was found in chamber after use where batteries are held. Event19: jufn2457 after the procedure, green liquid was found in the chamber where the batteries are. Event20: juez1471 after procedure, it was noted that fluid had invaded the battery compartment, and had also caused an electrical short inside the compartment and the battery/pump pack was hot to the touch. Event21: juev1316 suction irrigator was not working properly, making loud noises. Hot to touch near the on/off switch. When removed brown liquid came out from the base. Event22: judy3305 at the end of the case when taking apart the battery compartment, water was in the battery chamber. Is there a leak potential for patient contamination?